Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was to accommodate the additional leads for better coverage. The explanted device was not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced for an unknown reason.